Event description:
During follow-up, high capture thresholds were observed. A chest x-ray did not confirm a suspected dislodgment. The lead was in the implant position. The sense/pace portion of the lead was capped and replaced. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.